Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted right ventricular lead exhibited noise oversensing and insulation damage. The lead was revised using a lead repair kit and remains implanted. The patient was stable.